Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, the patient presented with tricuspid regurgitation (tr) with a grade of 5. Two xtw triclips were successfully delivered and deployed, reducing the tr to grade 1. There were no complications. On (B)(6) 2025, the patient was experiencing atrial fibrillation and heart failure. For treatment, the patient was given medication.

Event description:
It was reported that on (B)(6) 2021, the patient presented with tricuspid regurgitation (tr) with a grade of 5. Two xtw triclips were successfully delivered and deployed, reducing the tr to grade 1. There were no complications. On (B)(6) 2025, the patient was experiencing atrial fibrillation and heart failure. For treatment, the patient was given medication

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because the part number and lot number were not provided. Based on available information, the reported atrial fibrillation and heart failure appear to be related to worsening patient condition, per case details. The reported patient effects of atrial arrhythmias and heart failure, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.